Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set with 4 leads did not allow solution to flow through it. This occurred prior to patient use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Brand name initially reported as access. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. Gravity testing was performed and revealed that the liquid was not able to flow through the junction between the chamber and the tubing. Further visual inspection of the junction revealed that the junction showed traces of excess solvent. The cause was determined to be due to a manufacturing issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. A CAPA has been opened and awareness training has been conducted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.